Manufacturer narrative:
UDI number (B)(4). This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product determined that packaging outer cavity wasn't sealed with outer tyvek no adhesive transfer from the tyvek to the cavity flange. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator did not follow instructions. The following corrective action(s) resulted during this investigation: CAPA (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Received by MFR date relayed in 3007963827-2016-00064-2 should have been jul 24, 2017. The information contained within this report does not alter previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the right f minus cr flex gsf outer paper packaging was noted to be not sealed or glued into the clear plastic container. The was a reported 5 minute delay in surgery and surgery was completed with another device.